Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient suffered a burn in the region of the thorax during treatment with adhesive pads. Additional details have been requested.

Event description:
The customer reported that a patient suffered a burn in the region of the thorax during treatment with adhesive pads.